Event description:
It was reported that during an unknown procedure, the device delivered an incomplete staple line. The procedure was extended by thirty minutes around the staple line. There was no patient consequence.